Event description:
Intraocular lens implanted in 2009 in left eye. Following day referred to a specialist. Diagnosis of tass. States received injection of antibiotic and flushing behind left eye. By three days later, began clearing up, vision improved, decreased pain. By another three days later, completely cleared up.